Manufacturer narrative:
No conclusion can be drawn as repair info was not reported at this time; a service call is anticipated.

Event description:
The customer reported that occasionally the system locks up. There is no report of injury or death associated with the event described in this complaint.